Event description:
It was reported that during a da vinci hysterectomy with bilateral salpingo-oophorectomy procedure, the snap-fit paddle blade installed on the snap-fit scalpel instrument came off and fell inside the patient. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. The initial reporter was not present during the da vinci surgical procedure. The surgeon informed the initial reporter that towards the end of the procedure while she was attempting to remove the patient's uterus, the snap-fit paddle blade was observed to be missing. The surgeon indicated that she did not have any issues using the snap-fit scalpel instrument during the surgical procedure and prior to when the event occurred. The surgeon searched for the blade for an unspecified period of time and then proceeded to successfully remove the patient's uterus. A CT-scan was performed and the blade was located. The surgeon then attempted to retrieve the blade laparoscopically but was unable to find the blade. According to the initial reporter, 2 subsequent CT-scans were performed before the patient was discharged from the hospital and the blade was not found during either scan. No post-operative complications were reported. On (B)(4) 2014, isi also contacted the site's risk management department. The risk manager indicated that the surgeon noticed that the tip of the snap-fit scalpel instrument was missing during removal of the patient's uterus. During the procedure, an x-ray was performed and the snap-fit paddle blade was found far up in the patient's rib cage. The surgeon was unable to reach or retrieve the blade. The surgeon then proceeded to remove the patient's uterus. At that point, another x-ray was performed but the blade could no longer be located. A general surgeon was then called for consultation. The general surgeon performed open surgery and spent 3 hours looking for the blade which was not found. According to the risk manager, the general surgeon concluded that the blade was no longer in the patient. Two CT-sans were performed post-operatively and the blade was not located. The risk manager stated that the site feels confident that the blade was not retained in the patient. The site and surgeons believe the blade was most likely sucked up with a suction irrigator instrument. The patient was discharged from the hospital on (B)(6) 2014 and no post-operative complications were reported. On (B)(6) 2014, isi also contacted the site's robotics coordinator. The robotics coordinator spoke to the surgeon's first assistant (fa) regarding the reported event. The fa indicated that the blade fell off while the surgeon was using the snap-fit scalpel instrument to cut the patient's uterus. For an unknown reason, the fa indicated that the surgeon continued to use a different instrument to remove the patient's uterus and did not immediately look for the blade for an unknown reason. During the procedure, an x-ray revealed that the blade was located by the patient's liver and rib cage. During an attempt to retrieve the blade, the surgeon found numerous clots around the patient's liver. The surgeon used a lap sponge to wipe out the clots. The fa did not know if the blade was removed by a suction irrigator instrument or the lap sponge.

Manufacturer narrative:
The instrument and instrument accessory have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2014. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: multiple x-rays were performed after the snap-fit paddle blade installed on the snap-fit scalpel instrument came off and fell inside the patient.

Manufacturer narrative:
The snap-fit scalpel instrument involved with this complaint was returned to intuitive surgical, inc. (Isi) and evaluated. An in-house snap-fit blade was snapped into the instrument. The snap-fit blade fit fine into the instrument and did not fall out. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were not aligned with the instrument's tube axis.